Event description:
During initial implant procedure, difficulty of removing the stylet from the left ventricle (lv) lead occurred resulting in the connector pin detaching from the lv lead. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of the stylet could not be removed and ¿connector pin has detached and the inner coil¿ were confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and the crimp sleeve were pulled out of the connector assembly along the inner coil which is consistent with procedural damage. The cause of the reported event of ¿connector pin has detached and the inner coil¿ was isolated to procedural damage. The cause of the reported event of stylet could not be removed was isolated to the bunching of the stripped stylet, ptfe coating and inner coil. Abbott is continuing to monitor this issue.